Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that balloon rupture occurred. A 10/3.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 6atm on the 1t inflation. The ruptured balloon was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.